Event description:
After approx 24hrs of iab therapy, blood was noted in the tubing. The iab was removed and replaced. No patient injury or further complication occurred as a result of this event. No further details or patient information is available.